Event description:
It was reported there was a possible lead breakage and the lead had impedances over 10,000 ohms on electrodes 11, 12, 14, and 15. This was noted during the implant surgery and it was reported the leads were removed and replaced by a new lead and a new multi-lead trialing cable. The device was not used and there were no patient symptoms or injuries related to this event. It was reported the patient recovered without sequela.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type accessory product ID 3777-60 lot# serial# (B)(4), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 355531 lot# n371058, product type screening device product ID: 3550-39 lot# n257027, implanted: 2013 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the multi-lead trialing cable revealed the following: there were no anomalies found. Final device analysis of the lead revealed the following: there were no anomalies found. Final device analysis of the stylet revealed the following: there were no significant anomalies found. The stylet wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.